Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed and the device failed a test step during testing and inlet line filter was clogged. The device's proportional valve and inlet line filter were replaced to address the issues.